Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the ER with complaints of continuous power cable disconnect alarms. Review of the event history revealed a pump stoppage event and a driveline disconnect. The patient remained asymptomatic. The manufacturer's technical services representative reviewed the log file which captured one low flow alarm on (B)(6) 2015 which lasted approximately 1 minute. Multiple power cable disconnect alarms were also recorded. The patient's system controller was exchanged and no further alarms were reported.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. The reported events of power cable disconnect alarms, system stop, and driveline disconnect were not confirmed. The submitted log file was reviewed. The fixed speed was set to 8800 rpm and the low speed limit was set to 8200 rpm. The pump maintained a speed above the low speed limit without issue while the driveline was connected. No motor stops or driveline disconnects were observed. Throughout the log file, 82 power cable disconnect events were captured. The power cable disconnect events appeared routine and did not indicate any issues with the system controller. No atypical alarms were recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the system controller will not be returned for evaluation, as the hospital staff disposed of it.